Event description:
It was reported that an assurant cobalt stent was implanted in the common iliac artery approximately 4 months post its use by date. No patient injury or intervention required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.